Event description:
Intermittent vitrectomy function caused the capsule to rupture during a phacoemulsification procedure. A vitrectomy was performed and the eye was then closed. The pt will return for another procedure to implant the lens.